Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted to date. Initial reporter - specific contact name not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The device manufacturing procedures were performed as required. The manufacturing process record was evaluated and there were no related nonconformance reports. The units were released according specification in compliance with the product intended use as required. The complaint history search revealed no other complaints for this production order number has been received. Sterilization was processed and no deviations were found that affects the sterility of the device. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient, had an intraocular lens (iol), model zcb00v, implanted on (B)(6) 2016. The doctor received information from another hospital that the patient has an eye inflammation (non-bacterial inflammation). The patient diagnosed on and after (B)(6) 2016 and was prescribed with rinderon eye drops (steroid).